Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture pulling. The surgical technique for this device outlines in step 7 to advance the shuttle suture with repeated light tugs.

Event description:
On 9/4/2024, it was reported by a sales representative via email that two ar-3636 knotless 1.8 fibertak did not allow the repair suture to pass through the knotless mechanism following the shuttling through the anchor body. The repair suture was passed through soft tissue, retrieved, and passed through the suture anchor with the link of the shuttle suture. Once passed through the anchor with the shuttle suture, attempted to tighten down the repair suture when met with resistance about halfway through and was unable to advance any further through the anchor body. There were no visible knots or tangling of the suture during the repair. The procedure was completed with minimal added time or damage to the face of the glenoid and surrounding soft tissue. The anchors were left in place, and the repair suture was cut and retrieved out of the shoulder joint. Additional anchors were used in different locations on the face of the glenoid to complete the repair. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.